Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet cartridge fell out during the night, resulting in insulin leakage and elevated glucose levels, reported at 354 mg/dl. Customer care agent assisted with a partial supply change and tubing fill while the user declined to replace the anchor, and follow-up confirmed glucose levels returned to target. Symptoms included hyperglycemia without reported clinical manifestations. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and family, and analysis of information provided by them. Investigation of this case revealed leakage related to a seal issue associated with the reservoir component of the system, consistent with a device leak problem. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.